Event description:
On (B)(6) 2010 stemi, proximal rca 100% occlusion with thrombus. Thrombectomy performed, 2.75x38 taxus liberte long monorail times two, 2.75x20 taxus liberte monorail deployed from mid to proximal rca. Discharged on asa and prasugrel. On (B)(6) 2010 transferred from outlying facility with stemi. Emergently to (B)(4). Films reveal 80% occlusion with thrombus in previously placed proximal rca stent. A 3.0x10 flextome inflated, and a 3.0x38 taxus liberte long otw placed from proximal to mid rca. It was determined that pt had been non-compliant with meds for 2 months prior to presentation. Discharged on asa and prasugrel with extensive discussion of importance of medical compliance.